Manufacturer narrative:
This device was not returned to mmdg for evaluation and no lot number was provided. Because it was not returned no investigation could be performed. Because the lot number wasn't provided, no DHR review could be performed.

Event description:
The initial reporter stated that they had a set that leaked at the filter. Mmdg did try contact the initial reporter for additional information but the attempts to contact them were unsuccessful. [Complaint-(B)(4)].